Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported she does not blame the lens. The contributing factors for this event include an anatomical anomaly which lead to the possibility of the lens setting more anteriorly than expected and the calculation formula that was used. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 11/15/2010, 11/17/2010 and 12/01/2010 by phone, fax and mail. Additional info was received 11/15/2010 and 11/22/2010 by phone. A completed questionnaire has not been received. (B)(4).